Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune thyroiditis ('autoimmune diagnosed: hashimoto/ hormonal changes describe: hashimoto's disease') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post concussion syndrome, multiparous, pap smear abnormal and amenorrhea. Concomitant products included ethinylestradiol;norgestimate (ortho-tri-cyclen lo), levothyroxine, naproxen, ondansetron (zofran melt), rizatriptan, topiramate and venlafaxine hydrochloride (effexor). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea cramping"), back pain ("back pain"), menorrhagia ("menorrhagia heavy menstrual bleeding"), headache ("other injuries/symptoms: headaches"), nausea ("other injuries/symptoms: nausea"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding vaginal"), rash macular ("rashes or skin conditions type: red spots all over"), migraine ("migraines"), allergy to metals ("nickel allergy") and dysgeusia ("metal taste"). In (B)(6) 2010, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced dyspareunia ("dyspareunia painful sexual intercourse"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy : rash/skin condition"), hypersensitivity ("allergy : hypersensitivity"), depression ("psych injury-depression"), urinary tract infection ("bladder/urinary problems : uti"), vaginal infection ("bladder/urinary problems : vaginal infection"), vaginal discharge ("bladder/urinary problems : vaginal discharge"), fatigue ("other injuries/symptoms: fatigue"), alopecia ("other injuries/symptoms: hair loss"), tooth disorder ("other injuries/symptoms: dental probs") and visual impairment ("other injuries/symptoms: vision probs") and was found to have weight increased ("other injuries/symptoms: weight gain") and weight decreased ("other injuries/symptoms: weight loss"). The patient was treated with surgery (hysterectomy (partial)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, autoimmune thyroiditis, dysmenorrhoea, dyspareunia, back pain, abdominal pain, menorrhagia, dermatitis allergic, hypersensitivity, depression, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, tooth disorder, headache, nausea, visual impairment, weight increased, weight decreased, mood swings, vaginal haemorrhage, anxiety, rash macular, migraine, allergy to metals and dysgeusia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune thyroiditis, back pain, depression, dermatitis allergic, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash macular, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure (ess205). The reporter commented: insert was deployed leaving one trailing coil. Insert was deployed uneventfully leaving four trailing coils. Discrepancy noted: (B)(6) 2019- she underwent essure confirmation test; however insertion was done in 2007. Plaintiffs received treatment for hashimoto, psych injury, uti, vaginal infecion,vaginal discharge. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, abdominal pain, migraine, headache quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Product information details updated. Other relevant history and lab data updated. Events: hormonal changes describe: mood swings, abnormal bleeding vaginal, depression, anxiety, rashes or skin conditions type: red spots all over, migraines, nickel allergy, metal taste were newly added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post concussion syndrome, multiparous, pap smear abnormal and amenorrhea. Concomitant products included ethinylestradiol;norgestimate (ortho-tri-cyclen lo), levothyroxine, naproxen, ondansetron (zofran melt), rizatriptan, topiramate and venlafaxine hydrochloride (effexor). On (B)(6) -2007, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), headache ("other injuries/symptoms: headaches"), nausea ("other injuries/symptoms: nausea"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding vaginal"), rash macular ("rashes or skin conditions type: red spots all over"), migraine ("migraines"), allergy to metals ("nickel allergy") and dysgeusia ("metal taste"). In (B)(6) 2010, the patient experienced autoimmune thyroiditis ("autoimmune diagnosed: hashimoto/ hormonal changes describe: hashimoto's disease"). In (B)(6) 2012, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy : rash/skin condition"), hypersensitivity ("allergy : hypersensitivity"), depression ("psych injury-depression"), urinary tract infection ("bladder/urinary problems : uti"), vaginal infection ("bladder/urinary problems : vaginal infection"), vaginal discharge ("bladder/urinary problems : vaginal discharge"), fatigue ("other injuries/symptoms: fatigue"), alopecia ("other injuries/symptoms: hair loss"), tooth disorder ("other injuries/symptoms: dental probs"), visual impairment ("other injuries/symptoms: vision probs") and amnesia ("anyone experience memory loss? Short or long? Me too ") and was found to have weight increased ("other injuries/symptoms: weight gain") and weight decreased ("other injuries/symptoms: weight loss"). The patient was treated with surgery (hysterectomy (partial)). Essure (ess205) was removed on (B)(6)2019. At the time of the report, the pelvic pain, autoimmune thyroiditis, dysmenorrhoea, dyspareunia, back pain, abdominal pain, heavy menstrual bleeding, dermatitis allergic, hypersensitivity, depression, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, tooth disorder, headache, nausea, visual impairment, weight increased, weight decreased, mood swings, vaginal haemorrhage, anxiety, rash macular, migraine, allergy to metals, dysgeusia and amnesia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anxiety, autoimmune thyroiditis, back pain, depression, dermatitis allergic, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, hypersensitivity, migraine, mood swings, nausea, pelvic pain, rash macular, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure (ess205). The reporter commented: insert was deployed leaving one trailing coil. Insert was deployed uneventfully leaving four trailing coils. Discrepancy noted: (B)(6) 2019- she underwent essure confirmation test; however insertion was done in 2007. Plaintiffs received treatment for hashimoto, psych injury, uti, vaginal infecion,vaginal discharge. Date(s) of insertion: (B)(6) 2007- discrepancy noted (as per pif) and removal details pending. Concerning the injuries reported in this case, the following ones were confirmed in social media records: memory loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media content received. Reporter information and event: anyone experience memory loss? Short or long? Me too added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post concussion syndrome, multiparous, pap smear abnormal and amenorrhea. Concomitant products included ethinylestradiol;norgestimate (ortho-tri-cyclen lo), levothyroxine, naproxen, ondansetron (zofran melt), rizatriptan, topiramate and venlafaxine hydrochloride (effexor). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), headache ("other injuries/symptoms: headaches"), nausea ("other injuries/symptoms: nausea"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding vaginal"), rash macular ("rashes or skin conditions type: red spots all over"), migraine ("migraines"), allergy to metals ("nickel allergy") and dysgeusia ("metal taste"). In (B)(6) 2010, the patient experienced autoimmune thyroiditis ("autoimmune diagnosed: hashimoto/ hormonal changes describe: hashimoto's disease"). In (B)(6) 2012, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy : rash/skin condition"), hypersensitivity ("allergy : hypersensitivity"), depression ("psych injury-depression"), urinary tract infection ("bladder/urinary problems : uti"), vaginal infection ("bladder/urinary problems : vaginal infection"), vaginal discharge ("bladder/urinary problems : vaginal discharge"), fatigue ("other injuries/symptoms: fatigue"), alopecia ("other injuries/symptoms: hair loss"), tooth disorder ("other injuries/symptoms: dental probs") and visual impairment ("other injuries/symptoms: vision probs") and was found to have weight increased ("other injuries/symptoms: weight gain") and weight decreased ("other injuries/symptoms: weight loss"). The patient was treated with surgery (hysterectomy (partial)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, autoimmune thyroiditis, dysmenorrhoea, dyspareunia, back pain, abdominal pain, menorrhagia, dermatitis allergic, hypersensitivity, depression, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, tooth disorder, headache, nausea, visual impairment, weight increased, weight decreased, mood swings, vaginal haemorrhage, anxiety, rash macular, migraine, allergy to metals and dysgeusia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune thyroiditis, back pain, depression, dermatitis allergic, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash macular, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure (ess205). The reporter commented: insert was deployed leaving one trailing coil. Insert was deployed uneventfully leaving four trailing coils. Discrepancy noted: (B)(6) 2019- she underwent essure confirmation test; however insertion was done in 2007. Plaintiffs received treatment for hashimoto, psych injury, uti, vaginal infection,vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune thyroiditis ('autoimmune diagnosed: hashimoto') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy : rash/skin condition"), hypersensitivity ("allergy : hypersensitivity"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems : uti"), vaginal infection ("bladder/urinary problems : vaginal infection"), vaginal discharge ("bladder/urinary problems : vaginal discharge"), fatigue ("other injuries/symptoms: fatigue"), alopecia ("other injuries/symptoms: hair loss"), tooth disorder ("other injuries/symptoms: dental probs"), headache ("other injuries/symptoms: headaches"), nausea ("other injuries/symptoms: nausea") and visual impairment ("other injuries/symptoms: vision probs") and was found to have weight increased ("other injuries/symptoms: weight gain") and weight decreased ("other injuries/symptoms: weight loss"). The patient was treated with surgery (hysterectomy (partial)). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, autoimmune thyroiditis, dysmenorrhoea, dyspareunia, back pain, abdominal pain, menorrhagia, dermatitis allergic, hypersensitivity, psychological trauma, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, tooth disorder, headache, nausea, visual impairment, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune thyroiditis, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted: (B)(6) 2019- she underwent essure confirmation test; however insertion was done in 2007. Plaintiffs received treatment for hashimoto, psych injury, uti, vaginal infection,vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet was received. Previously reported event injury was replaced with new events: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia, rash skin condition, hypersensitivity, hashimoto, psych injury, uti¸ vaginal infection, vaginal discharge, fatigue, hair loss, dental problems, headaches, nausea, vision probs, weight gain, weight loss. Reporter information, date of birth, essure removal date were added. Essure insertion date were updated. Essure model updated to 305-205. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.